Manufacturer narrative:
H.6. Investigation: customer returned (2) open 4mm, 32g pen needles from lot # 9156506. Customer states that the needle clogged during flow check. Both returned pen needles were examined and one sample exhibited a bent non patient end of the cannula, which could prevent insulin from flowing through the cannula properly. The remaining sample was tested and was able to expel properly without any observed defects. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. User error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
It was reported that bd ultra fine¿ pen needles were clogged during injection. The following information was provided by the initial reporter: material no:320122 batch no: 9156506 it was reported that the needle clogged during flow check.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd ultra fine¿ pen needles were clogged during injection. The following information was provided by the initial reporter: material no:320122, batch no: 9156506. It was reported that the needle clogged during flow check.